Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse could not replicate the reported issue. The fse removed the covers, reseated the connectors, and performed multiple power cycles. The fse noted that the system was working properly. The system was tested and verified as ready for use.

Event description:
It was reported that during a da vinci-assisted rectopexy surgical procedure, the surgeon was unable to see from the surgeon side console (ssc) left eye. The intuitive surgical, inc. (Isi) technical support engineer (tse) walked the customer through a hard power cycle, but the issue persisted. The customer was able to bring in another ssc and the vision was restored. The procedure was converted to another da vinci surgical system with no reported injury.